Manufacturer narrative:
The biomedical engineer (bme) reported that half of the zm transmitters were in comm loss at the central nurse station (cns). This was the second time the multiple patient receiver (org) had this occur. Technical support (ts) instructed them to reboot the org, and they confirmed it had power and a link. However, it was going into an error mode. No patient harm was reported. Investigation summary: nihon kohden evaluated the returned org and confirmed the reported communication loss. They were able to reproduce the issue during testing. Troubleshooting identified a defective cpu board (ur-3981) as the cause, requiring replacement. The root cause was determined to be a failed cpu board within the org-9110a, causing communication loss. No further investigation is required. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Zm transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that half of the zm transmitters were in comm loss at the central nurse station (cns). This was the second time the multiple patient receiver (org) had this occur. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that half of the zm transmitters were in comm loss at the central nurse station (cns). This was the second time the multiple patient receiver (org) had this occur. Technical support (ts) instructed them to reboot the org, and they confirmed it had power and a link. However, it was going into an error mode. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 07/22/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 08/14/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 08/15/2025 called the bme and left a message for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na zm transmitters: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na

Event description:
The biomedical engineer (bme) reported that half of the zm transmitters were in comm loss at the central nurse station (cns). This was the second time the multiple patient receiver (org) had this occur. No patient harm was reported.